Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist (tss) investigated and found that the patient had been discharged, making it impossible to check the specific order. The customer confirmed that only that particular order was missing at the time and requested to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced failures with error codes 'semaphore not found' and 'issue with underlying data source'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.